Manufacturer narrative:
The event occurred in(B)(6). Device was not requested to be returned

Event description:
Patient reported being admitted to the hospital about 6 weeks ago for 2 days following elevated blood glucose levels. Patient stated on (B)(6) 2014 she called for an ambulance and when they arrived her blood glucose level was 26 mmol/l; was admitted to the hospital with dka. Patient reported she was treated with variable insulin via IV and kept overnight and then discharged on sunday afternoon. Patient stated she was not sure of the circumstances regarding the event; however, stated an e4 (occlusion) may have occurred. Patient reported the action she took was nothing as she did not know what the error meant so she just confirmed the alarm. Patient stated since then she continued use of the pump and has had no concerns. Patient reported her nurse believes the incident is due to not taking the appropriate action when receiving an e4 error message. No product return was requested.